Event description:
It was reported by the plaintiff's attorney that a sparc was implanted on (B)(6) 2008 or (B)(6) 2011. It was alleged by the attorney for the plaintiff that the plaintiff, "has suffered/will continue to suffer pain, suffering, disability, impairment, loss of enjoyment of life, inability to engage in chosen and necessary activities."

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.